Manufacturer narrative:
Ptc investigation result was provided on 09-sep-2015: ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced autoimmune disease, primary biliary cirrhosis, liver not functioning correctly, she became pregnant. The physician was not sure where one of the coils was (interpreted as device dislocation) so she underwent a total hysterectomy. These events are serious due to their medical importance and the device dislocation is additionally serious due to required intervention. The pregnancy with essure and device dislocation are listed events while the others are unlisted in the reference safety information. In this particular case, the onset date of events is not clear but a positive temporal relationship is implied. Considering the nature of these events and the localized action of essure in the fallopian tubes, the causal relationship between the pregnancy and device dislocation cannot be excluded. However, since it is unlikely that essure would cause autoimmune disease, primary biliary cirrhosis and liver not functioning correctly, these events are assessed as unrelated, despite the compatible temporal relationship. This case is regarded as incident since a device removal was required (implied). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case # FDA-2014-n-0736-0037, awareness date (B)(6) 2015 ). It refers to a 39-year-old female consumer in united states who had essure (fallopian tube occlusion insert) inserted. The consumer reported that she was being worked up for a liver transplant for an autoimmune disease and primary biliary cirrhosis. After essure insertion she became pregnant. She underwent a medically necessary abortion, dilatation and curettage (d&c), due to health concerns from her disease. After healing from the d&c, not being sure where one of the coils was, doctors decided she needed a total hysterectomy. Because of this she was thrown into menopause and not allowed to take any hormone replacement therapy because it filters through the liver and her liver was not functioning correctly. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced autoimmune disease, primary biliary cirrhosis, liver not functioning correctly, she became pregnant. The physician was not sure where one of the coils was (interpreted as device dislocation) so she underwent a total hysterectomy. These events are serious due to their medical importance and the device dislocation is additionally serious due to required intervention. The pregnancy with essure and device dislocation are listed events while the others are unlisted in the reference safety information. In this particular case, the onset date of events is not clear but a positive temporal relationship is implied. Considering the nature of these events and the localized action of essure in the fallopian tubes, the causal relationship between the pregnancy and device dislocation cannot be excluded. However, since it is unlikely that essure would cause autoimmune disease, primary biliary cirrhosis and liver not functioning correctly, these events are assessed as unrelated, despite the compatible temporal relationship. This case is regarded as incident since a device removal was required (implied). No active follow-up will be pursued, as this case was identified during health authority website monitoring.